Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed an obstruction of the distal conductor due to blood. Visual analysis noted the lead was damaged at implant. Blood ingression in the distal conductor had obstructed the lumen at 29.5 cm, and when alcohol was applied to break up the blood, a test stylet was inserted fully into the lead.

Event description:
It was reported that during an implant procedure, the stylet could not be advanced to the end of the right atrial lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.